Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis and batch review cannot be completed. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a patient received antibiotic treatment for an unknown condition coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for the event. The cause and outcome of the event was unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.